Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the pilot balloon and extension tube to a smiths medical portex® blue line ultra® tracheostomy tube was being removed from the patient, the red one-way valve was noted to be stuck to the extension tube. It was indicated that the cuff pressure was unable to be maintained due to this anomaly. Subsequently, the trach tube was changed out. There were no reported adverse effects.